Manufacturer narrative:
The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. It was reported that the battery when connected to a battery charger would not display more that 50% on the gas gauge led's. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing; the battery would not charge above 25% relative state of charge when tested, confirming the reported event. Internal inspection revealed a soldering defect between a battery cell pair and the printed circuit board. As a result, the most likely root cause of the reported event can be attributed to a soldering defect during the assembly of the unit, resulting in a marginally connected wire to the printed circuit board. An internal investigation has been opened by the supplier to address soldering and wire tinning in (B)(4) battery packs. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the patient's battery would only charge up to fifty percent (50%) on each battery charger port. No matter how long the battery was on the charger it, would only charge up to 50%. All other batteries on the battery charger were working as intended. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.